Manufacturer narrative:
(B)(4). Batch # r5956d. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and without a cartridge loaded on the device. With the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled to verify the condition of internal components and the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged however, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please provide event details? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple, but not cut the tissue? Did the device deliver any staples? If yes, were the staples formed properly in the proper closed b-formation? If the stapler did fire was the staple line complete? Did the jaws of the device eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Response: the device fired normally and without fault on the first firing. Following the reload and second firing the device did not fire, got jammed and would not open. The surgeon tried manual override but this would not work either. The used another device to staple vein ad release jammed device from tissue. The patient came to no harm.

Event description:
It was reported that during an unknown procedure, the surgeon managed to staple the artery, but when going to staple the vein it seemed to misfire in some way and would not release. The customer reported that they were not able to release the device at all, so the surgeon had to use another stapler.